Event description:
Ultrasound readings are inaccurate. Post-op results coming out 2 to 3 diopters myopic. Three pts have undergone explant procedures to replace the implanted lens over the past six to eight months.